Event description:
Another MFR's compression hip screw was secured by three cortex screws mfg by osteo ag. All three cortex screws broke after approx six weeks.

Manufacturer narrative:
Evaluation method: screws evaluated by independent laboratory using scanning electron microscope (sem). MFR reviewed pt x-rays. Evaluation results: laboratory analysis of screws indicates typical fatigue fracture. Pt x-rays revealed that the device was used on an unstable fracture pattern. Evaluation conclusion: a three-hole plate is not sufficient in a situation such as this, given the unstable fracture pattern and loading forces involved. In addition, the osteo package insert warns against the use of another manufacturer's bone screws with any osteo traumatology system component.